Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition of unintended activation/motion was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, the device was visually inspected, and it was determined that the device failed for visual inspection. It was observed that the rear housing was separated from the midplate. It was further determined that the impactor was fully functional during investigation. The impactor was running with no observation of intermittence or failure. The unit¿s rear housing was removed to check for wiring issues and no defects were observed that would have contributed to the failure. It was determined that the rear housing separation was a typical failure mode of impactors with high cycle counts such as this instance. It was further observed that the trigger body screw had backed out from use, contributing to the housing damage. Therefore, the reported condition of the loose/separated housing was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery device, (B)(6) 2021. The surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address were provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during pre-surgery set-up, it was discovered that the impactor device was separating from the motor and handle, so when the battery device was connected, it continued to fire nonstop until the battery was taken out. It was reported that there was no delay to the surgical procedure. It was not reported whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.